Manufacturer narrative:
A2 - age at time of event: 61 years old at the time of study enrollment.

Event description:
It was reported that patient was experienced gangrene in the fourth digit of the right leg requiring amputation. The subject underwent treatment with the ranger drug coated balloons on (B)(6) 2024 as a part of the clinical trial. The target lesion #001 was in the right proximal superficial femoral artery, right mid superficial femoral artery extending up to right distal superficial femoral artery with 6 mm proximal reference vessel diameter and 6 mm distal reference vessel diameter with lesion length of 390 mm and 100% stenosis and was classified as tasc ii d lesion. Treatment of target lesion was performed by dilation using 6 mm x 200 mm and 4 mm x 200 mm ranger drug coated balloons study device. Following treatment, the final residual stenosis was noted to be 40%. On the same day, the subject was discharged from hospital on clopidogrel. On (B)(6) 2026, the patient experienced gangrene in the fourth digit of the right leg. On (B)(6) 2026, the patient was admitted to the hospital and right 4th toe amputation was performed. On the same day, the event was considered as resolved. On (B)(6) 2026, the patient was discharged from the hospital.